Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure on (B)(6) 2021. During procedure, several insulation breaches were observed near the proximal portion on the right ventricular (rv) lead. The physician capped and replaced the rv lead on (B)(6) 2021 during the same procedure. The old lead was repaired to limit the metal exposure. The patient was in stable condition throughout.